Event description:
On (B)(6) 2025, the patient reported dexcom g7 disconnection and rapidly rising blood glucose (bg). The patient's bg was 400 mg/dl at time of call. Agent assisted with reconnecting the sensor by toggling between dexcom g6/g7 and restarting the ilet pump. The patient was advised to allow up to 30 minutes for pairing. After a few minutes, the sensor displayed a reading, confirming a high bg. Reconnecting the sensor corrected the patient's bg. No symptoms reported during the event and no medical intervention required. The patient was not out of bg range for 90+ minutes.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.